Event description:
As reported for this event by the customer, when the device was being used in the third procedure, a problem occurred. Shortly after the start of the unknown therapeutic procedure, the device probe broke off and fell into the patient abdominal cavity. The broken piece was retrieved. There is no harm or adverse impact to the patient due to the event. The procedure was completed with another similar device. The device had been inspected prior to the procedure with no anomaly noted.

Manufacturer narrative:
Full name of the facility is yamatokoriyama hospital, organization for promotion of community medicine. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device probe was broken off 11.5 mm from the tip. There was a scratch around the broken part of the probe. When checked, there was a black discoloration on the fractured surface of the probe. Cracks were spreading starting from the black discoloration point. There were no scratches around the starting point of probe breakage. The gripping surface was worn. Tissue pad was worn. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information received regarding the event (please reference b5), the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: phenomenon 1: the probe was broken based on the investigation result, a likely factor of the event might be the following: 1. The ultrasonic output was activated while the probe was in contact with the hard objects such as clips or forceps, or the probe was scraped by using a sharp object, such as surgical tools to remove foreign substance adhesion. As a result, the probe had scratches. 2. A force might have been applied to the probe due to continuous use of the probe with scratches. Therefore, the probe broke at the scratched area. Phenomenon 2: the grasping section was worn out the ultrasonic output might have been continuously activated while nothing was grasped between the grasping section and the distal end of the probe. Other possibility is that the ultrasonic output was repeatedly activated when it was not possible to confirm whether the grasped tissue was completely resected. This might have caused the grasping section to wear out. The following is included in the instructions for use (IFU): "do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound." "Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound." Olympus will continue to monitor field performance for this device.

Event description:
Additional information regarding the event was received where the patient had no pre-existing medical conditions, the name of the procedure was a laparoscopic distal gastrectomy, the incision was performed with sonosurg, the settings were max: 100%, var: 70%, there was no delay caused as the device was immediately replaced with another like device, and it was unknown if there was any error message or alarm at the time of the event.